Event description:
It was reported that a technician, trained in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after the knot was advanced to the artery and when the suture was cut, bleeding occurred. It was thought that the knot may have been pulled as the patient was moving around a lot. A non-abbott device and manual compression were used to achieve hemostasis. There was no adverse patient seqeula. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The return of the device may have aided the investigation in determining a cause for the experienced event. It should be noted that the subsequent bleeding following the procedure was reported to be due to patient movements during the procedure. Based on the information received with the reported event, there does not appear to be any indications of an issue with the quality of the product. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.